Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined a software update must be performed to resolve the reported issue.stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and the reported issue was able to be verified and able to be duplicated. Device software was updated to resolve error code. Device was updated latest available software version 25.0 and new charge-pak and electrodes were installed. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient involvement reported with the event.